Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted due to a driveline infection. The patient had increased bloody drainage from site for 1-2 weeks. And was treated by being placed on lifelong suppressive doxycycline. The patient also reported that there had been a reduced amount of driveline drainage since treatment initiation. Additionally, the plasma free hemoglobin was 90 milligrams per deciliter (mg/dl) on admit and 150 (mg/dl) on (B)(6) 2025. The patient was kept in clinic due to the increase in lab value and to assess for pump issues. Log files were submitted for review. The event log captured low flow events mainly in the evening of (B)(6) 2024 with flow noted to be as low as 2.3 liters per minute (lpm). Flow recovered back into the 4 lpm range after that. These events were likely patient related as these lower flows were associated with elevated pulsatility index values. Computed tomography of the chest and an echocardiogram was performed and showed no evidence of pump thrombosis. The patient was experiencing symptoms of elevated mean arterial pressures during the admission. Anti- hypertensives were increased as well as the international normalized ratio. The issue resolved and patient's plasma free hemoglobin returned to normal prior discharge. The cause of the asymptomatic low flow alarms was said to be due to hypertension which resolved when treated with the increased medication.

Manufacturer narrative:
Corrected data: section b2: checked life-threatening. Section h6: health effect - clinical code corrected. Manufacturer¿s investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported increase in the patient¿s plasma free hemoglobin (pfh) could not be conclusively established. The submitted log files captured the pump functioning as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket) and bleeding, that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿) provides the recommended anticoagulation regimen, including inr range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.